Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead dislodged and was repositioned. No adverse patient effects were reported. Lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.